Event description:
Report indicated: "whilst doing an endoscopic bilateral carpal tunnel release, the endoscopic blade (code 81010) broke inside the patient, and a piece of the black part of the blade was lodged in the patient. We had to open the second blade to complete the procedure, and managed to take the piece lodged in the patient out."